Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once available.

Event description:
Arjo received a telephone call followed up by email requesting information in respect to an investigation into an issue with a postoperative compartment syndrome which may have occurred after use of a flowtron pump during prolonged surgery. The external investigator refused to provide any details to date due to confidentiality of the external investigation. Arjo attempts to collect the information about the event.

Manufacturer narrative:
The investigator was able to share with arjo the following information regarding the event: - allegedly a postoperative compartment syndrome may have occurred after use of a flowtron acs900 pump during prolonged surgery, - the investigated case did not involve surgery in a lithotomy position, - there does not appear to be a policy or protocol in use in the hospitals regarding using the flowtron devices, - there is no clear causative factor identified between the flowtron acs900 and the sustained injury to date, - there is no indication of any malfunction of flowtron acs900 that would be apparent to arjo, - no information that would allow to identify the device or software version was provided. Based on the available information the root cause of the outcome sustained by the patient (postoperative compartment syndrome) cannot be confirmed. According to the information provided by the external investigator, no causative relation between the flowtron acs900 and the sustained outcome was determined. Lack of policy or protocol in use in the hospital, regarding using of the flowtron devices, might be a contributory factor. The instructions for use for flowtron acs900 (526933en rev. 11) includes the following information related to the investigated event: - "garments should be removed immediately if the patient experiences tingling, numbness or pain, and the physician notified." - "clinical judgement is required to determine (...) If the therapy should be discontinued and alternative modality used." There is no indication that arjo device failed to meet its specification. The device was used for a patient treatment prior to detection of an outcome. This complaint is deemed reportable due to allegation of compartment syndrome sustained by the patient during therapy.

Event description:
Arjo received a telephone call followed up by an email requesting information in respect to an investigation conducted by external consultant assigned by the medical defence union, into an issue with a postoperative compartment syndrome which allegedly may have occurred after use of a flowtron acs900 pump during prolonged surgery. The contact details of a facility, in which the incident occurred were not made available - the consultant assigned by the medical defence union was requested to investigate the issue confidentially.